Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported that non-intuitive motion occurred with an instrument installed on universal surgical manipulator (usm)2. The tse reviewed the system logs and verified the error, with the analysis tool detecting engagement errors associated with the instrument on usm2. The surgeon had experienced unintuitive movements while using a suturing instrument on that arm, and after removing and reinstalling the instrument, no further issues occurred. The system continued to function, the procedure was completed robotically with less than a 15-minute delay. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed the failure was not related to an inability to move the instrument at all, during installation the sureform completed calibration successfully, but immediately afterward the arm collided with the adjacent one. The surgeon stated that he did not move the master controls at the moment the arm deviation. After this 'non intuitive motion' the arm followed the surgeon's movements. There was no shakiness and/or friction experienced/observed. Before the installation, everything was ok. After the installation the arm with sureform collided with the adjacent one. There was no external collisions. The issue happened only once.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed via phone. After unhooking and rehooking the instrument, no further issues occurred. Customer service representative called to confirm that there were no other problems. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided via phone details as the phone details did not reveal any issues related to the customer reported event.